Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The filed service engineer confirmed the reported issue during service and replaced the airflow and oxygen sensor pcba however; the reported issue could not be duplicated during fi testing on the returned gds assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator failed the air flow accuracy test. The ventilator was not in use on a patient at the time of the event occurred.